Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-apr-12, information was received from an healthcare professional (hcp), regarding a patient receiving bupivacaine and fentanyl via an implantable pump for non-malignant pain. It was reported the hcp has been decreasing the patient's dose to get the pump removed. The hcp stated that when they interrogated the pump, it said the pump was in safe state anda reset had occurred. The hcp stated the reservoir volume was cleared, all settings were cleared and said disabled patient therapy manager (ptm). The hcp noted that the patient did not have a ptm. The hcp stated that the beginning of the sessions the error messages 225, 231, 259 and service code 260 had occurred. The hcp logged out and tried again. The same messages occurred. The hcp did not reprogram the pump. The hcp reported the pump dose was at 0.96mcg/day and had been at 17.84 mcg/day. The patient had not heard any alarms. Logs were not read. The patient did not experience any symptoms and they were titrating the dose so they were not sure if they would restart the therapy. The hcp would discuss with the managing physician.

Event description:
Additional information received from a healthcare provider (hcp)stated that the patient requested the pump to be removed due to pain at the pump site. The patient stated he has no interest in revision or moving the pump to a different location. The pump was not scheduled for removal. The patient weight was 233 lb. The patient pain is about the same. The pump was on a minimum rate and pending pump explant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.